Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for post-procedure follow-up. Interrogation of device revealed high capture threshold on the right atrial lead. The lead was repositioned successfully. The patient was in stable condition before, during, and after the procedure.